Event description:
It was reported a spectrum pump had noisy operation during therapy. The customer did not know if this condition caused any delay in therapy. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported noisy operation was unable to be reproduced. Evaluation found the pump to run with a loaded set at the expected noise level. However, upon further investigation evaluation found the motor to be binding which may have contributed to the reported symptom. The motor assembly was replaced.